Event description:
Allergic reaction [hypersensitivity]. Increasing of afflictions [condition aggravated]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2011, from a physician regarding a (B)(6) male patient, initials (B)(6), with right gonarthritis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc-one, 6 ml in the right knee. Four hours after synvisc-one injection, the pt experienced "increasing afflictions". Since (B)(6) 2011 until (B)(6) 2011, the pt had daily aspirations with up to 120 ml of cloudy effusion. After that, the aspirations were three times daily. The last aspiration was on (B)(6) 2011, with 30 ml aspirated. The diagnosis was allergic reaction. The action taken with synvisc-one was permanently discontinued. The pt's outcome for the events was recovered without sequelae. The pt did not take any concomitant medications. The intensity for the events was assessed as moderate. The reporting physician assessed the relationship between synvisc-one and the events as probably related. The qa (quality assurance) investigation results were received on (B)(4) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.